Manufacturer narrative:
(B)(4). During investigation by baxter, this alarm was determined to be caused by use/user error. Therefore, a batch review and sample evaluation will not be conducted at this time. Should additional information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient stated there were two (2) bags connected and the unused clamp was open. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2367 alarm that occurred on the homechoice (hc) unit during dwell 3 of 3. The hp stated there were two (2) bags connected and the unused clamp was open. The technical service representative (tsr) assisted the hp to clear the alarm and reviewed proper procedures per the user manual. The hp confirmed to complete therapy with a manual exchange. There was no patient injury or medical intervention reported.